Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display board cable was reseated to resolve the issue. No patient information received after call to customer (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: hcs (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. The unit was replaced and case resumed. There was no patient injury.